Manufacturer narrative:
Investigation summary: "bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated for sufficient heparin content and no issues were observed relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. "

Event description:
It was reported when using the bd preset¿ syringe with attached needle customer stated that blood was coagulated. The following information was provided by the initial reporter. The customer stated: "it was found that the blood was coagulated and the specimen could not be used. Afterwards, replace with a new blood collection device and draw again."